Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in the tubing of a transfer set. This was noticed while in use on a patient. The set had been in use for six (6) months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye found white residue inside the silicone tubing. The reported issue was verified. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.